Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the first three staples were observed to be severely misaligned. The stapler had a partially formed and unformed staple loaded at the front of the stapler. The stapler was returned with 18 staples remaining in the cover block, indicating that at least 17 staples were fired by the customer. The trigger was returned partially engaged. No biological material was present on the device. The stapler was received with a partially formed and unformed staple loaded at the front of the stapler. The unformed staple was manually removed prior to functional testing. Upon functional inspection, the first partially formed staple was fired and fully formed and released properly. The second staple fired fully formed and released properly. The third fire resulted in a partially formed staple releasing and an unformed staple shooting out at the same time. On the first fire in the skin pad, an unformed staple and a fully formed staple released at the same time. The next three fires fully formed and released in the skin pad. The device was disassembled, and one unformed staple fell out of the device. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. The rail component was observed to be positioned above the bottom at the proximal end of the cover block. The pusher appeared to be misaligned. Die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. A non-conformance was opened by the manufacturing site to further evaluate this issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the first three staples were observed to be severely misaligned. The stapler was received with a partially formed and unformed staple loaded at the front of the stapler. The unformed staple was manually removed prior to functional testing. Upon functional inspection, the first partially formed staple was fired and fully formed and released properly. The second staple fired fully formed and released properly. The third fire resulted in a partially formed staple releasing and an unformed staple shooting out at the same time. On the first fire in the skin pad, an unformed staple and a fully formed staple released at the same time. The next three fires fully formed and released in the skin pad. The stapler was disassembled. The bottom component of the complaint sample was observed to be positioned incorrectly when compared to a lab inventory sample, allowing the staples to become misaligned. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient(staples not firing)". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the hcp failed to fire the skin stapler prior to use on patient (staples not firing)". No patient involvement reported.